Event description:
The customer reported that insulin squirted out during the manual prime process. Troubleshooting was performed. The caller stated that the motor did not stop. Instructed the customer to change the infusion set, and he stated that the motor slows down when the numbers were ramping, and the insulin began to exit from the tubing. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.